Manufacturer narrative:
Manufacturer will continue to monitor this issue through trending. The device was discarded at the site. No results are available at this time.

Event description:
The customer alleges that the physician attempted to pull the suture back out and the bullet became lodged in the sacraspineous ligament. The bullet was not retrieved from the ligament. No adverse outcome to patient was reported.